Event description:
The complainant had a impella cp support for a high-risk percutaneous coronary intervention patient. The pump was explanted after the percutaneous coronary intervention in roughly 3 hours. The impact study crf form later in 2/2025 reported upon a "closure of the pelvic axis" with possible relationship to the pump. The team used the pump without abiomed support present, so the need to perform percutaneous transluminal coronary angioplasty to close the access site, and the presence of an access site bleed or vascular damage is not known. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿